Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was disconnecting the following information was received by the initial reporter with the following verbatimit was reported by customer that "when sterile drape surrounding tubing was unwrapped in patient's room the bottom of the IV tubing had detached at the lowest port site.

Event description:
Sample.

Manufacturer narrative:
Investigation summary: one 2426-0007 tubing set was received and analyzed with the customer's complaint of separation. The tubing was separated at the lowest y port when received and the complaint was verified. The manufacturer was informed of this issue. The root cause of this failure is due to insufficient solvent added to tubing during assembly of set. There have been quality notifications and training for operators initiated since the production of this set to eliminate further occurrences of this issue. This set was inspected using the serial numbers on the smartsites and the most likely batch is #24043248. The production history of this lot# was analyzed and there were no issues found during quality inspections that would lead to this issue.